Event description:
During troubleshooting for a check supply line alarm, the home patient (hp) stated that she had pulled the final bag off of the tubing and put it on the red clamp line. The technical service representative (tsr) assisted the hp to end the therapy and informed the hp to use manual supplies. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, reuse of single-use product during the fill stage, where the home patient said she pulled the final bag off the tubing and put it on the red clamp line. This complaint is confirmed because reconnecting disconnected solution bags is a use error that can cause contamination. The root cause is undetermined. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.